Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the patient experienced a pupillary block causing increased intraocular pressure and temporary loss of vision. The iridotomies were enlarged which resolved the problem. Pupillary block occurs when aqueous flow from the posterior chamber to the anterior chamber is interrupted by the apposition of the pupillary margin with adjacent structures. When the lens optic of the icl adheres to the pupillary margin, accumulation of aqueous in the posterior chamber occurs, leading to intraocular pressure (iop) rise. Implantation of the icl requires that peripheral iridotomies (pis) be performed 2 weeks prior to implantation of the micl to prevent pupillary block. Fibrinous inflammatory materials generated during any intraocular surgery may cause intraocular inflammatory reaction leading to occlusion of the pi if it is too small, which would require enlargement to verify patency of the iridotomy. This event is due to inadequate pis and not due to the device itself, however the device contributed to this event. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported pt had a micl 12.6mm implantable collamer lens implanted in the right eye on (B)(6) 2012. As part of the post market study, the pt reported that the laser holes healed shut and pressure was high that lost sight in the eye. Deeper holes were made surgically and can see fine now. The icl remains implanted. The doctor's office was contacted and further info was requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.